Event description:
The evis lucera elite gastrointestinal videoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found the air/water channel was clogged with foreign matter, which had been attributed to insufficient cleaning. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. During evaluation: it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had white-clouded area; connecting tube had a wrinkle; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material and it was confirmed the device reprocessing was performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿. ¿inspection of the endoscope¿. ¿ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿. ¿inspection of the water feeding function¿. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Reprocessing survey info: the device was cleaned, disinfected and sterilized before returning to olympus. The customer was unable to identify when the foreign material adhered to the scope. The customer was unable to identify the foreign material. It is unknown if there was any delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. It is unknown if there were any abnormalities in the accessories used for reprocessing. The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. Olympus will continue to monitor field performance for this device.